Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the master tool manipulator (mtm) for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the customer had experienced recoverable fault 23008 multiple times due to the right hand controls. The customer had attempted to use the breaker on the surgeon console with no success. The customer then powered down and disconnected the surgeon console since they had a dual console setup. The system then powered on with no issues. The procedure was completed with no patient harm. The field engineer (fse) went on site to replace the right master tool manipulator (mtm) to resolve the 23008 fault issue on the system.

Manufacturer narrative:
4307 - intuitive surgical inc. (Isi) received the master tool manipulator (mtm) and completed device evaluation. Failure analysis confirmed that the mtm triggered error 23008 and failed calibration on the test system. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.